Event description:
It was reported that the procedure was to treat a de novo, mildly calcified and mildly tortuous vessel in the mid right coronary artery (rca). The 2.75x33mm xience xpedition stent delivery system (sds) was implanted and a distal edge dissection occurred post deployment. A 2.75x15mm xience xpedition stent was used to treat the dissection. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.